Event description:
The patient was seen in the hospital's emergency room after reporting that the patient had received shocks. A st. Jude medical field representative was contacted to interrogate the device. After numerous methods were attempted to clear the diagnostics, the old values remained. While the device appeared to be functioning appropriately for each division checked, no diagnostic or egm could be forced. The decision was made to explant the ICD.